Manufacturer narrative:
The device was received fully deployed. The device was returned with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad welds. Data obtained from the device generated an 0x6a occlusion alarm. During investigation, no blockages were found in the fluid path and fluid was observed flowing freely though the entire fluid path. The cause of the occlusion alarm could not be determined. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level (bg) rose between 250-300 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.